Event description:
Boston scientific crm received information that this left ventricular pacing lead exhibited a sudden increase in pacing impedance measurements. During the lead revision procedure, a conductor fracture was observed. The lead was surgically abandoned.

Manufacturer narrative:
A new boston scientific left ventricular pacing lead was successfully implanted. As the lead cannot be returned, clinical observations cannot be confirmed. There were no adverse patient effects reported due to the clinical observations.